Manufacturer narrative:
Customer has not yet returned the device to the manufacturer for device evaluation. When and if the device becomes available and is returned and evaluated, the manufacturer will file a follow-up report detailing the results of the evaluation.

Event description:
Distributor reported on behalf of home care patient that during use of the cleo&#59449;0 infusion set for the infusion of insulin, the set detached from the patient's skin and fell away from their body. According to the home care patient, their blood glucose levels rose due to the delay in insulin therapy. Furthermore, the patient reported that they were admitted to the hospital due to a urinary trach infection. The home care patient reported that the hospitalization was not associated with the cleo 90 infusion set or the infusion pump. According to the reporter, the patient declined to provide additional information. No permanent adverse effects to patient reported.